Event description:
Info received indicates the left intermediate siderail is not latching in up position.

Manufacturer narrative:
The tech found rust build up on the siderail latch pin. He removed the rust and lubricated the latch pin to repair the bed.